Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: this piece of complaint came from literature reviews. The relevant literature was to evaluate the safety and feasibility of video-assisted thoracoscopic surgery for lobectomy in patients with stage I non-small cell lung cancer. We tried to get detailed information for this complaint including the event date. However since it happened long time ago, the information could not be attained exactly. Additional information requested but unavailable: please explain what is meant by ¿would not staple?¿ who was the end user that used the device? (B)(4). What procedure was the device being used in? What was the cartridge selection throughout the procedure? Where clips used? Did the device staple? Did the device cut?

Event description:
It was reported that the ec60 did not staple. The surgeon had to convert the surgery to open. This piece of complaint came from literature reviews. The relevant literature was to evaluate the safety and feasibility of video-assisted thoracoscopic surgery for lobectomy in patients with stage I non-small cell lung cancer. They study on the data from (B)(6) 2006 to (B)(6) 2008.